Event description:
Emt's responded to a person described as cyanotic, with noticeable gastric distention and in full cardiac arrest. The device was connected to the pt with disposable defibrillation/ECG electrodes and powered up. The device alarmed "connect electrodes" and would not analyze the pt's rhythm. A backup defibrillator was called for and the pt was transported to the hosp. The pt was not resuscitated.